Manufacturer narrative:
Follow-up # 1 date of submission 08/30/2011 device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2011 with the following findings: a review of the pump's history indicated that the last basal delivery occurred on (B)(6) 2011 at 10:44 am. The history indicated that the pump was "ee wiped" on (B)(6) 2011 at 7:06 pm. This function is activated by simultaneously pressing the contrast button and the audio bolus button. There were no basal delivery records from (B)(6) 2011 10:44 pm to (B)(6) 2011 7:06 pm. During investigation, the pump powered on to the verification screen with functional auditory and vibratory alarms. There were no defects found on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
It was alleged that the settings and histories in the pump were deleted after a family member replaced the battery. She reported that the pump displayed one of the following messages: "deleting ee" or "erasing ee". She noted that all settings as well as the pump history records were deleted from the pump. The patient was placed on an alternative method of insulin delivery; there were no reports of blood glucose excursions associated with this complaint. This complaint is being reported because this alleged malfunction might contribute to an adverse event if it were to recur but only if a user did not notice the warnings emitted by the pump.